Manufacturer narrative:
H10: h2, h3, h6. The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. A functional test revealed that after being warmed up, moving the device results in the video signal intermittently flickering, bright color bars, and button switch activation beeps are heard. Manipulation of the strain relief near the camera head resulted in the most beeps, beeping did not happen when manipulating the card edge in the connector. The complaint was verified and the root cause was associated with component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that, during inspection, the camera head was not displaying an arthroscopic image. No patient involvement reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.